Event description:
It was reported that during a left dhs procedure, the tip of the coupling screw broke off in the lag screw. During removal of the lag screw the flats on the guide shaft bent. Surgeon used a new lag screw and another coupling screw and guide shaft and completed the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation revealed the returned product had the tip of the coupling screw sheared off mid thread. All features related to this complaint that could be verified during this evaluation meet specifications. Because all features related to this complaint could not be verified during this evaluation due to damage (the tip of the coupling screw sheared off mid thread), it was concluded that this complaint is indeterminate from a manufacturing perspective.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information (B)(6). (B)(4).